Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df+ header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed on the right ventricular channel with device manipulations and left arm movements across the chest. It was suspected there was a header issue. Boston scientific technical services (ts) indicated there were low and high, out of range impedance measurements on the right ventricular (rv) lead. A revision procedure was performed which confirmed the loose header. As a result, the device was explanted and replaced. The chronic rv lead remains implanted. No additional adverse patient effects were reported.